Event description:
The following was reported to hamilton medical ag: during start-up the ventilator-device alarmed and showed alarmcode 231008 (o2 valve leak) at the moment when oxygen got connected. The alarm was observable both visually and through hearing. The failure is reproducible. There is no patient involvement reported. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number (B)(4). Investigation still ongoing.